Event description:
It was noted that the device was implanted past the use before date.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va07jwn, implanted: (B)(6) 2013, product type; lead. (B)(4).